Manufacturer narrative:
The reported events of failure to sense and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, there was no sensing or pacing observed on the right ventricular (rv) lead. Repositioning attempts were unsuccessful. The rv lead was explanted and replaced to resolve the event and the patient was stable following the procedure.